Event description:
The national complaint coordinator (ncc) for intn'l affiliate received a complaint from a user facility involving the pt control module (pcm). According to the facility, the device over-infused during pt use. The device was filled with a total fill volume of 96ml of 0.2% ropivacaine hydrochloride hydrate, morphine hydrochloride, and droleptan. The facility reported that infusion of drug completed in 24 hours. There was no adverse pt outcome, injury, or medical intervention associated with the alleged incident. No further info was available.

Manufacturer narrative:
The sample has been received at the mfg facility, however, the complaint investigation has not yet been completed. A follow-up will be submitted upon completion of the investigation.